Event description:
Indication: age-related osteoporosis without current pathological fracture pt reports the box of needles are defective. States she is unable to get it through her skin. She stated that it is hit or miss if the needle will go through her skin, she sometimes has to try twice before it will go through. She said that she has never had this issue before so it is kind of strange but because most days she has to try 2 needles she is almost out when she should still have enough left but she is about to run out. No adverse event/missed dose reported. Unknown if pt has defective devices. Lot number/expiration date were not provided.